Event description:
It was reported that a top of the clamp screw of the navlock, universal tracker adapter for instruments from 13 to 30mm, snapped off during inspection in the sterilization department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
The reported event was confirmed through the service evaluation process.

Event description:
It was reported that a top of the clamp screw of the navlock, universal tracker adapter for instruments from 13 to 30mm, snapped off during inspection in the sterilization department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Event description:
It was reported that a top of the clamp screw of the navlock, universal tracker adapter for instruments from 13 to 30mm, snapped off during inspection in the sterilization department at the user facility. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.